Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated malfunction alarm 61 indicating an external flash write error, after which the device required replacement; no precipitating event was reported and the device identified was sn (B)(6). Symptoms included hyperglycemia with a reported maximum blood glucose of 291 mg/dl. Outcomes included transient elevated blood glucose lasting within an hour without need for medical intervention, backup therapy, insulin suspension, or ketone management. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.